Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device would not calibrate. There was no patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device would not calibrate. There was no patient involvement.

Manufacturer narrative:
Correction: annex a: a1205, annex d: d15 and annex g: g0405213. Additional information: device available for eval?, returned to manufacturer on, device return to manufacturer? Annex a: a040502, a0801, annex g: g02017, g04090, annex c: c17 and annex d: d07, d02.

Event description:
It was reported that the device would not calibrate. There was no patient involvement.